Event description:
It was reported that the pump did not stop beeping indicating a blockage alarm. Even with the alarm, it was confirmed that the pump never stopped working and the dressing was always compressed as expected for the treatment. The canister was changed, checked for kinks, checked the port, and the foam was still sucked in - but the beeping won't stop. After treatment when the dressing was taken off, they found that the wound had a black eschar that needed debridement. The patient has had the treatment for more than 4 years and requires occasional debridements.